Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on patient, air leaked from the device¿s inflation line. Customer indicated that there was no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure inflation line leak was confirmed in the received sample. The device history records was not reviewed since the lot number was not provided. Manufacturing process was reviewed and currently, there is no potential risk and the below condition was found: an inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (inflation line leak) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.